Manufacturer narrative:
The lens remains implanted; therefore, it is not available for evaluation. One retain sample from the same lot (7449202) was dimensionally inspected and all measurements were within specification. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Based on the information available, the exact cause of the reported event could not be conclusively determined. However, it should be noted that the safety and effectiveness of this lens has not been evaluated in patients under age 50.

Event description:
Received additional information from the 2nd opinion doctor indicating that capsular contraction syndrome was the likely cause of the event and the prognosis was reported as "myopic". Reportedly, anterior vaulting was first noted in the left eye on (B)(6) 2016 and the patient has been referred to another doctor for lens "manipulation".

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens vaulted asymmetrically in the patient's left eye approximately 3 months post implant and a posterior capsule opacification, capsular fibrosis/striae were also observed. Reportedly the patient presented sudden onset of blurry distance and good near vision. The surgeon is evaluating a treatment plan.

Manufacturer narrative:
A visual inspection of the returned lens found damaged optic, and all haptics cut off. Further testing cannot be performed due to the condition the of the received lens.

Event description:
The surgeon reportedly explanted the lens and replaced it with another lens that was placed in the sulcus.